Event description:
It was reported that during surgery for a metacarpal fracture repair, while tightening a screw, a stardrive screwdriver shaft bent and a small corner piece of the tip broke off. This piece was easily retrieved. There was approximately a two minute surgical delay. No further patient harm was reported. This is report 1 of 1 for (B)(6).

Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.